Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Initial reporter job is a senior bmet iii certified. It is unknown when this issue occurred (i.e. During set up, etc). There was no patient injury or medical intervention. No errors, alarms, alerts or warnings were received. The device was inspected and no damage or abnormalities were observed. The connection was secure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. More than 6 years have passed since the subject device has been manufactured. Based on the results of the investigation, the following causes are likely: 1. The image was not displayed only for 180 series endoscopes because the operational amplifier failed on the printed circuit board. There has since been a design change to prevent reoccurrence. 2. The endoscope connector lock was worn away and failed by long term repeated use. This may have caused an unstable electrical connection with hindered the image transmission and the image disappeared when the endoscope was moved. Regarding installing and removing the video connector, the following are described in the instruction manual of the cv-190: "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder.".

Manufacturer narrative:
There is no additional information for this event as yet. The device has been returned and an evaluation completed for it. Manufacture date is not available. User complaint is confirmed. Upon inspection and testing, it was observed that the device had no image with 180 series scopes. This was attributed to the faulty patient board set. In addition, worn out lock latch was found; this caused loss of image when the pigtail is wiggled.

Event description:
As reported for this event, the device yielded no image on the monitor for the 180 series scopes. There is no reported harm or adverse impact to any patient.